Event description:
The iab leaked. Blood was noted back into the pump. (Event complications: unk - reported 10/6/97; none - reported 10/8/97.) (Pt's current status: unk - rpt'd 10/6/97.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.